Event description:
It was reported that a user experienced decreasing glucose after announcing a dinner that turned out smaller than expected on the ilet, with the device adjusting delivery based on continuous glucose monitor (cgm) trend and the user requesting assistance to pause insulin. The user-reported cgm value was 54 mg/dl and oral glucose treatment was taken, with subsequent fingerstick readings of 85 mg/dl and 88 mg/dl, and education was provided on meal announcements and the 15-15 rule. No adverse clinical symptoms associated with hypoglycemia reported. Outcomes included resolution of the hypoglycemia without alarms, without hospitalization, and without additional clinical intervention beyond oral carbohydrates and monitoring. Investigation of this case revealed that the ilet responded by decreasing and suspending insulin in line with cgm readings, and that the event was associated with an incorrect meal size announcement rather than a device malfunction. It was concluded, based on previously established findings for similar reports, that user-related factors associated with meal announcement inaccuracy were the most likely cause.

Manufacturer narrative:
Initial.